Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to database corruption caused by repeated unexpected shutdowns. The field service engineer reseating cables, testing and replacing the battery, and confirming system functionality through test operations. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, database was corrupted after repeated unexpected shutdowns. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, database was corrupted after repeated unexpected shutdowns. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.